Event description:
A patient reports while wearing a pod for less than an hour the cannula had failed to deploy. Upon removal of the pod the cannula had deployed late. In addition the patient reports the pods pink slide had not moved forward at initial activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula deployed and needle retracted. The device data showed that the first priming sequence ended at pulse 44 and deactivation occurred at pulse 3912. No housing or environmental seal damage was found. The needle mechanism was reset and deployed with no issue. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. A root cause for the reported needle deploying late could not be determined.